Event description:
Reporter alleged the customer obtained the results of 300 mg/dl and 96 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged that at a separate time, the customer obtained the results of 200 mg/dl, 400 mg/dl and 150 mg/dl back to back within 10 minutes on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.